Event description:
It was reported that following a bypass operation, it was noted that the right atrial (ra) lead had become dislodged. In addition, the right ventricular (rv) lead exhibited high threshold. The ra lead was explanted and replaced. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted the ventricular capture management (vcm) trend data shows threshold of up to greater than 2.5 volts since the week of implant. The vcm data shows 8 of the last 15 measurements were aborted due to a high threshold of greater than 2.5 volts.